Event description:
The patient reported hearing an alert tone. It was also reported that there were gradually decreased impedances on the rv (right ventricular) and lv (left ventricular) leads. It was also noted that atrial impedance had gone down a bit and atrial pace was not capturing. The leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trm, crt-d, implanted: (B)(6) 2012; 419688, lead, implanted: (B)(6) 2012. (B)(4).